Manufacturer narrative:
Diffuse lamellar keratitis (dlk) is a known complication of refractive laser surgery. It is a tissue reaction on the surgical trauma and may be caused or intensified by contaminated instruments. The root cause could not be determined conclusively. (B)(4).

Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A surgical technician reported a bilateral case of inflammation at one day post lasik procedure. Reporter indicated the patient was placed on an oral steroid dosage pack, increased topical steroid eye drop dosage, and the following day the flap was lifted and rinsed. Patient was seen day three post op and issue is reported as resolved in the right eye. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.